Event description:
The caller alleges he was charging his unit while in his living room when he noticed the unit was on fire. He claims he cleaned it up and it still runs.

Manufacturer narrative:
The device was returned and evaluated. It is likely that altering of the battery wire/fusible link connection to power an unknown secondary electrical device was the cause of the event.

Event description:
The caller alleges he was charging his unit while in his living room when he noticed the unit was on fire. He claims he cleaned it up and it still runs.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.